Manufacturer narrative:
Little info is known at this time and no definitive conclusions can be made. At this time no connection can be made between the event and any shortcomings of the device or info provided with the device.

Event description:
Depuy spine was made aware of legal action being taken by a charite artificial disc pt. The documents received state that the pt was implanted with the device in 2006 and began having pain a few months later. No other info was provided. As an adverse outcome was reported an MDR is being filed to document this event.